Manufacturer narrative:
(B)(4). One unit was received for evaluation against the reported condition of no-flow. This device was visually and functionally tested per product specifications and no abnormalities were observed. The initial evaluation could not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Event description:
A customer reported no-flow while using one, one-link needle-free IV connector. According to the report, the nurse stated that "she was started an IV for nuclear medicine and there was no blood return". There was patient involvement, but no injury or medical intervention was associated with this report. No additional information is available.